Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11:the device was received for evaluation. During functional testing, reported symptom of "customer alleged that shut down while infusing tacrolimus." Was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump shut down while infusing tacrolimus during delivery. Patient ordered for 24-hour continuous infusion of IV tacrolimus. Registered nurse (rn) came on to shift and went to administer new bag of scheduled medication. Rn noticed the patient was connected to the medication, but the infusion pump was turned off. Medication bag was half full. Patient did not receive full dose of medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.